Event description:
During a renal (off-label use) stent procedure, the herculink was advanced through a 7f sheath and 7f veripath guiding catheter over a guide wire. The herculink was successfully deployed and then deflated for 15 seconds to one minute prior to removal. Upon removal, resistance was encountered between the deflated balloon and the distal end of the guide catheter. Upon pulling against the resistance, the herculink fractured and separated inside the guiding catheter. The guiding catheter was removed and the proximal end of the distal catheter segment could be seen just outside the sheath valve. The end was grabbed and the system was successfully and fully removed from the pt. No pt injury was reported.